Manufacturer narrative:
A product investigation was performed. The received screw is about 4,6mm below the screw head broken and the hexagon recess is strongly deformed. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. The manufacturing documents were reviewed and no complaint related issues were found. The relevant dimension, the core diameter at the fracture face, was checked and was within the specification per relevant drawing. These findings let us exclude a manufacturing related issue. Based on the provided information and without the threaded shaft the exact root cause cannot be defined. The view of the fracture face and the deformed hexagon recess are an indication that the screw was exposed to very high forces. This let us assume that a mechanical overload, for example by an excessive contact with the plate, did lead to the breakage of the screw. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. (B)(4). Implant date is not applicable due to breakage. Explant date is not applicable due to breakage. A device history record review was performed for the subject device lot number l051159. Manufacturing location: (B)(4). Date of manufacture: 06. July 2016. Expiration date: 01. June 2026. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 204.834 with lot l042996, which was manufactured in (B)(4) were reviewed. The review has shown that the device 204.834 with lot l042996 was made out of blank 204.034.999 with lot h079853. Manufacturing location: (B)(4), released to bp55 on 23-apr-2016, part #: 204.034.999, lot#: h079853 (non-sterile) 3.6 mm screw blank 34 mm 03.5 cortex screw w/2.5 hex. Quantity-(B)(4). Inspection sheet for in-process dimensional ns029534 meets specification. Component: raw material part 11139 bp 80 lot: h041181 received from carpenter technology corporation meets acceptance criteria. Certificate of test received from carpenter technology meet specification. Raw material receiving/putaway checklist meet requirements. No nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon was implanting a va (variable angle) medial distal tibial plate and was using a 34mm 3.5mm cortex screw in the most proximal hole. He drilled using correct 2.5mm drill & when screwing the implant it became very tight. He asked for a tap and continued to screw. The screw broke approximately 1/4 from the head. Remaining implant is in patient, rest has been removed & sent for decontamination. No surgical delay was reported. No information available about patient outcome. Procedure was successfully completed with no other medical intervention. Concomitant devices: 1x 02.118.009s / l315377 (va-lcp medial distal tibial plate 2.7/3.5, left); 1x 310.250s / lot unk (drill bit ø 2.5mm, l 110/85mm). This is report 1 of 1 for (B)(4).